Event description:
Pt reported nausea, bad taste, and increase in mouth watering following heparin flushes. Patient had been flushing PICC line with heparin once a day with 500 units/ 5 ml prefill flush syringe from excelsior medical. Patient was on vancomycin using saline - antibiotic - saline - heparin flushing protocol. Due to the nausea, patient was instructed to flush with 250 units/2.5 ml instead. Symptoms did not recur with the lowered flush. Package insert for this product also contains recommendation to lower rate of infusion to minimize unpleasant taste patient may experience. Dose or amount: 500 units/5 ml; frequency: qd; route: IV. Dates of use: 2008. Diagnosis or reason for use: osteomyelitis. Event abated after use stopped: yes. Event reappeared after reintroduction: no.